Manufacturer narrative:
The battery of this pacemaker had approximately one and a half years remaining and no intervention will be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific rv lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Oversensing of noise causing pacing inhibition was also observed on the rv channel during isometric maneuvers. The pacemaker had been reprogrammed to unipolar mode with an output of 6.5 volts at 1 milliseconds. The patient was asymptomatic to the pacing inhibition and there were no adverse patient effects reported.